Event description:
Description of event according to initial reporter: patient has calcified access. Surgeon first did a dilatation of the right femoral and iliac artery with 6*200, then with a 7*200 mustang balloon on lunderquist tscmg-35-300-lesdc, then advance a gore 18fr dryseal introducer. After having removed the introducer, advance the zta until the graft stopped at the level of the aortic bifurcation. When removing the zta, we noticed a hook was across the sheath. Surgeon advance a 20th gore dryseal introducer. When removing the introducer, the iliac artery ruptured. To repair it, they implanted a viahban 9:100, the à 9/50 from the external iliac thru the femoral artery thru a 18fr gore dry seal. Then, they fix the femoral triangle with a graft. Patient outcome: when removing the introducer, the iliac artery ruptured requiring intervention to prevent damage.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the patient had calcified access. A dilatation of the right femoral and iliac artery was performed with 6-200, then with a 7-200 mustang balloon on lunderquist tscmg-35-300-lesdc, then advance a gore 18fr dryseal introducer. After having removed the introducer, advanced the zta- pt- 36-32-161 (complaint device) until the device stopped at the level of the aortic bifurcation and further advancement was impossible. When removing the zta, it was noticed that a barb perforated the sheath. Surgeon advanced a 20th gore dryseal introducer. When removing the introducer, the iliac artery ruptured. An additional graft was used to treat the rupture. A preoperative computed tomography angiography (cta) dated (B)(6) 2025 was provided and reviewed by an imaging expert. Per the finding in the imaging review ¿there is significant tortuosity/kinking of the proximal iliac legs (right worse than left) at the bifurcation of the bypass graft. The bypass graft is patent, however. The right iliac bifurcation and entire external iliac artery (eia) has diffuse dense calcification throughout. The proximal right eia has a minimum lumen diameter of 4.5 x 6 mm. The mid eia lumen diameter is 5.8 x 6 mm, and the distal eia lumen diameter is 6 x 6.5 mm. The right cfa (common femoral artery) is widely patent due to what appears to be a femoral bypass graft¿. Zta-pt-36-32-161 was returned without shipping stylet. Device evaluation was performed. The device evaluation found a divergent a-dim (distance between tip of the sheath and dilator tip), minor compressions and several significant compressions and folds on the sheath, and several indentations on the tip of the sheath and several scratches on the proximal part of the sheath. A divergent a-dim and these damages may have occurred due to resistance during introduction of the device. Furthermore, the device evaluation found 2 barbs protruded the sheath, which indicates that the sheath was retracted and partly advanced in the direction of the dilator tip during use of the device. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use (IFU), adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization. Additionally, the IFU states that the safety and effectiveness of zta has not been evaluated in the patients with access vessels that preclude safe insertion. Based on the provided information, device evaluation and imaging review, it is concluded that the damage to the flexor sheath was most likely due to hostile access anatomy with dense severe calcified stenoses throughout the right external iliac artery (eia). With a minimum lumen diameter of 4.5 x 6 mm at the proximal eia, the access is inadequate for delivery of this device. The zta delivery sheath has an outer diameter of 7.1 mm. The tortuosity of the proximal right iliac leg of the bifurcated aortic graft may also have contributed to difficulty with advancing the zta device. It is likely that the perforating barbs through the sheath contributed to the reported iliac artery rupture. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.